Event description:
Patient called alleging that meter is giving erratic readings. Patient claims they compare their meter to the lab. Meter read 103md/dl and lab read 180mg/dl. Time difference was less than 10 minutes apart from one another. The difference of the resultws is outside specifications. Customer service had patient run a check strip test and it fell out of range. Customer service had patient clean the meter and retest with the check strip, and meter still fell out or range. Because the check strip fell out of range, customer service was unable to resolve the issue and sent patient a new meter.